Event description:
Pt underwent laparoscopic mesh repair of multiple incisional hernias. The mesh was secured to the anterior abdominal wall using the origin tacker (5mm laparoscopic spiral tacker fixation device). The metal 5mm tacks resemble tiny corkscrews and is the usual technique used to secure mesh for laparoscopic hernia repairs. The product is currently made by tyco and this link shows a picture of the product. Pt was discharged the next morning. After initially doing well, pt presented on postop day 7 with increasing abdominal pain and distention, worsening respiratory status, consistent with sepsis from abdominal source. "At" was found in the anterior wall of the mid-transverse colon. Pt underwent resection of the injured portion of transverse colon, transverse colostomy and mucous fistula. Pt had a prolonged hosp stay with ards, sepsis, chf, renal failure and ultimately was discharged to rehab facility and fortunately continues to make strong progress. As the operating surgeon, md would like to think that the injury to the transverse colon was not a technical error at time of initial operation. The location of the injury was in the middle of the transverse colon, well away from any of the cannula sites, so md does not believe this represented a trocar injury. Electrocautery injury is unlikely because the electroshield device was used for what little electrocautery was performed. Most importantly, pt initially did well and md would not expect them to survive seven days with a transverse colon perforation. At time of operation, one of the spiral tackers was overlying the area of injury, which md believes caused the perforation in the days following the surgery. This would account for the location of the injury, as well as the delay between initial operation and perforation.